Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. (B)(6) technical (ts) referred the patient to the hospital for evaluation, but at this time, no further information is available. The lead remains in service and no adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).